Manufacturer narrative:
Patient involvement: the customer reported that the unit was not in use on patient at the time of the re. The issue was discovered outside clinical use. No delay in therapy and no medical intervention reported.

Manufacturer narrative:
B4: (B)(6) 2021. Per remote service engineer (rse) the issue was discovered outside clinical use. No delay in therapy and no medical intervention reported. The field service engineer (fse) replaced pcba data acquisition board. Ran all relative tests through pronto forms. All tests passed.

Manufacturer narrative:
The removed pcba data acquisition board (daq) was returned to the failure investigation lab (fi). The fi technician installed the pcba data acquisition board (daq) into a fi ventilator to attempt to duplicate the reported issue. The pcba data acquisition board (daq) was tested, and the customer complaint was verified. Root cause is failure of barometric pressure sensor u5 (lot 1631).

Manufacturer narrative:
Date of report: 26july2021.

Event description:
The customer reported barometer sensor range error code. The customer reported that the unit was in use on patient, but no patient harm was reported. The customer contacted product support and requested for service repair. Further information is pending.